Event description:
It was reported that patient received inappropriate therapy. Device was explanted. Patient's condition is good after the event.

Manufacturer narrative:
Internal insulation abrasions were found under the rv shock coil at 5.6-5.7cm and between 6.1-6.6cm from the helix end. The etfe coating was intact at these locations. An external insulation abrasion was noted at 46.5-46.6cm from the helix end, consistent with friction to the ICD can. The etfe coat ing was intact at this location. An external insulation abrasion was found at 12.5-12.9cm from the connector end, consistent with friction to the ICD can. The etfe coating was abraded at this location. This damage could cause the reported inappropriate therapy.